Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee collateral ligament repair surgery, the twinfix ultra screw broke. All the broken pieces were removed from the patient using suction. The procedure was completed with non-significant delay using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported. Current patient status is good.

Event description:
It was reported that during a knee collateral ligament repair surgery, the twinfix ultra screw broke. All the broken pieces were removed from the patient using suction. The procedure was completed with a delay greater than 30 minutes using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported. Current patient status is good.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device, blue/white suture string and fractured anchor were returned. The anchor is fractured into several pieces and the prongs on the distal end of the insertion device are deformed. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specification found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.